Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial op notes were reviewed and no complications were noted. Labs: cobalt ¿ 10 (high) (indication for labwork was noted as pain left hip). Chromium ¿ 2.9 (high) range <0.3. Aspiration completed; MRI indicated fluid collection, possible pseudotumor, disruption of tendons/muscles, findings consistent with metallosis and adverse local tissue reaction. Revised left tha. Large amount of fluid came out of hip ¿ consistent with trunnion reaction. Tissue looked avascular, multiple cultures. Scar tissue, poor abductor quality. Trunnionosis. Stem and shell well fixed, replaced screw. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00625006540 / item name: bone scr 6.5x40 self-tap / lot # 61983101. Item# 00630505836 / item name: liner standard 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell / lot # 61281007. Item# 00620005822 / item name: shell porous with cluster holes 58 mm o.d. / lot # 61906461. The device will not be returned for analysis, due to the location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01007.

Event description:
It was reported by patients legal counsel the patient underwent a left hip arthroplasty. Legal counsel further reports patient subsequently underwent a revision procedure 7 years later due pain, elevated metal ions and metal related pathology. Attempts have been made and additional information on the reported event is unavailable at this time.